Event description:
Information was received indicating that a smiths medical medfusion pump's plunger sensor was not functioning correctly. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no external damage noted on the device. During analysis, the reported issue was not able to be duplicated. Service performed preventive maintenance on the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.